Event description:
It was reported that an occlusion occurred. In (B)(6) 2007, the target lesion located in the proximal to mid right coronary artery (rca) was treated with a 3.00 x 20mm taxus drug eluting stent. In (B)(6) 2014, coronary angiography revealed chronic total occlusion was noted at the rca.